Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. The logs did not provide any additional insight regarding the root cause. However, per system checkout, the system is functioning as intended. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version #: 1.2.0. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout software analysis has not been completed at this time. Fdm 4114, fdr 3221, and fdc 4315 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that an alleged inaccuracy of 3-5 mm was stated. The inaccuracy was seen on the right frontal side and the left temporal appeared more accurate. The doctor aborted navigation. Delay to the case was over an hour. Tracer registration was used. The struggled initially with the registration but the doctor was able to get a good registration the second time. The model was difficult to refine. The representative reported that they usually do not have issues with the models/ scanners at this site. The doctor was accurate until the first burr hole was drilled. It was stated that the potential cause was due to potentially frame or patient movement. Technical services recommended using check points in the future. There was no impact on patient outcome.